Manufacturer narrative:
The investigation into the root cause is pending. A supplemental report will be submitted when the investigation is completed. ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026 and not yet titrated. On (B)(6) 2026 it was reported that during the implant a nerve was affected when the neck incision site was retracted. It was noted that the right side of the patient's mouth was drawn.